Manufacturer narrative:
(B)(4). An investigation is in progress for lens tears under (B)(4).

Event description:
An aq201v model elns tore whiel it was being inserted. It is unknown if the lens was implanted and removed oor if there was any patient injury.